Event description:
This case was upgraded to serious based on additional information received on (B)(6) 2012. The following narrative includes initial information received from consumer on (B)(6) 2012, plus subsequent follow-up: a (B)(6) female received poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unknown) for cosmetic purposes on (B)(6) 2012. She received injections underneath the eye, the cheekbone, right side of her temple, and underneath the jaw. She thought a little was given in the folds between the nose and mouth and the crease of the chin. The physician (md) reported that the poly-l-lactic acid was mixed with (B)(4) on (B)(6) 2012 and (B)(4) was added immediately to the treatment. She reported that injected 1 cc to the right temple, 1 cc to each side labiomental crease, 3cc to the right cheek and 2 cc to the left check. The fanning technique was used. Massage was done during treatment and then by the patient. An anesthetic was not used to prepare the patient for the injection. The patient reported that following the injections she was a little sore, but took ibuprofen (advil). She also reported massaging the areas right after she received the injections. She had dental work prior to having poly-l-lactic acid injected. After having the poly-l-lactic acid injected, (B)(6) 2012, she developed a painful lump inside the mouth on the lower gum area behind the jawbone. She states that under the main crease her md injected the poly-l-lactic acid on the inside of the mouth instead of on the outside. She states that she believes the md injected it on the inside to avoid black and blue marks. She states that two bumps formed on the inside of her mouth and that they are two different sizes. She states that one is the size of the pea and the other is very small. She also reported that the lump is on a nerve which causes a constant twitching of her right chin and cheek. She also felt a twitch, like a nerve twitch, inside the mouth. She has been massaging the area as told, and she has been taking cyclobenzaprine hydrochloride (flexeril) for this. She was also taking ibuprofen (advil) and naproxen (aleve) for the pain. She states that the left side is great, but it is the right side that is lumpy. She states that her md won't remove the lump because it is on the nerve. She does mention that she had her implants removed. The lump was visible inside the mouth, but not visible from the face side. As of (B)(6) 2012, she had seen her dermatologist and dentist. The lump was causing nerve pain. On (B)(6) 2012 the painful lump is described as larger, firm, tender and sore and is located in the buccal gingival junction of the mucosa, and is experiencing twitching. Her dentist recommended she see an oral surgeon. The dermatologist reported the event as a twitching of the right chin and cheek with soreness in right chin and cheek, and a firm, tender nodule 0.5 x 1 cm at the junction between the gingival and buccal mucosa at the right side of mandible, which appeared 2 days after the injection. There were no signs of inflammation. The nodule is visible inside the mouth. The md intervened in the event with an intralesional injection of medication (not specified). A biopsy was not done. The events remain ongoing. The md reported that the interventions she provided for the event were not required to preclude permanent impairment of a body function or damage to a body structure. She does not know if the event will be irreversible. She stated that she has been seen by several other physicians who all state that her issues stem from the poly-l-lactic acid aesthetic use. The patient had a history of keloids on her ear lobes. Medical history also included oral surgery and breast cancer. Her skin type was fitzpatrick type ii. She did not have a history of immunological or collagen-vascular disease. No further relevant medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid (sculptra) (lot number/expiration date not provided) from (B)(4), dated the (B)(4) 2012, received by (B)(6) on (B)(4) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in us and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important event of evaluation that is the complaint sample itself. Conclusion: no investigation possible. Additional information was received from a consumer on (B)(6) 2012: symptom of nerve pain, corrective treatment and further event details were added. Additional information was received from a consumer on (B)(6) 2012: additional information of adverse event was provided, outcome was changed, onset of the event was changed. Additional information received from a consumer on (B)(6) 2012: the event outcome was changed to not recovered. Additional event details were added to the narrative. Additional information received from the consumer and physician (completed sculptra adverse event form from physician and completed consumer questionnaire from consumer): updates made to patient demographics, medical history, suspect drug, concomitant medications, treatment, events details, and narrative. Additional information received from the consumer on (B)(6) 2012: information regarding her issues in relation to sculptra aesthetic was added to the narrative.